Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the touchscreen was not functioning. An electromagnetic interference (emi) repair was performed as a preventative measure. The programmer was able to successfully interrogate with a known good radiofrequency (rf) head. The printer was found to be non-functional; replacing the printer did not resolve the issue. Subsequently, the microprocessor unit (mpu )board was replaced, which restored printing functionality. Additionally, the upper right display hinge was broken, the hard drive was damaged, and the system fan was noisy. The programmer failed the final functional test due to the link electronic module (lem) board. All found defective parts were replaced, and all other identified issues were resolved. Reconfigured the hard drive, reloaded and updated the software, and the programmer passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen was unable to work. It was noted that the programmer and radiofrequency (rf) head were unable to interrogate the implantable device during testing. There was no patient involvement.